Manufacturer narrative:
Device was evaluated. The reported issue was confirmed. The device was tested with 180 scopes series and found lack of image due to faulty dr board (patient board). In addition, the locking lever on receptacle board was found no longer retain the scope connector cable due to excessive stress. The device software version needs to be upgraded. The identified parts were replaced, device was repaired and software was upgraded. Once completed, the device was tested and passed all required testing and specifications. The investigation is ongoing; therefore, the root cause of the reported failure cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was having connector issue. When connecting to scopes, it does not show anything on the screen. The issue occurred during preparation for use. There was no patient involvement reported on this event, no user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is assumed that the device has been over 6 years since its manufacture, and the phenomenon occurred due to deterioration caused by long-term use, or an event occurred when the user tried to pull out the video connector without lowering the unlock lever, or due to excessive force was applied to the lock lever (video connector socket) or video connector. As stated on the IFU (instruction for use) the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.. Olympus will continue to monitor complaints for this device.